Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg allows bone marrow to coagulate and makes processing difficult. The following information was provided by the initial reporter: material no. 363706; batch no. Unknown. It was reported that the bone marrow tends to coagulate and makes processing difficult. We are looking into getting the appropriate vacutainers for our sample processing of cord blood and bone marrow aspirates. So far we have been purchasing these bd vacutainers for the cord blood (bd 363706) through fisher scientific. They work well but can be expensive. Our collaborators who help us get the cord blood at the hospital next door get these same microtainers for a much cheaper price, around $150 compared to the $250 we usually pay for these. I am wondering if there is sort of a new lab start-up from bd we may take part in. Eventually, we will also be buying syringes once we start our mice work, is that through you? We would like to know what vacutainers could help us in the collection of bone marrow aspirates. Our problem when we get the bone marrow from physicians is that it tends to coagulate and makes processing difficult. What would you recommend we should use for this? We usually get the remainder of what is in the syringe after pathology has taken what they need for analysis. Work order notes: (B)(6) 19 spoke with the customer. He does not have any issues with any of the bd products. He was not submitting a complaint. He is setting up a start up lab and needs some information. He stated the facility he is with now used the map to for human cord blood. I explained that the map tube is used for capillary blood from heel sticks and finger sticks. I suggested the sterile exterior pouch, 366401. He also wants to collect bone marrow samples for pbmcs but says currently the samples are drawn in syringes and are clotting. I will send a lead email to discuss any possible options. His start up company will eventually perform research on mice. He wanted to use syringes for that. I recommended customer service (B)(4)) for the medical division, when he is ready for that step. I also sent a lead email to follow up with the sterile exterior pouch recommendation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg allows bone marrow to coagulate and makes processing difficult. The following information was provided by the initial reporter: material no. 363706, batch no. Unknown. It was reported that the bone marrow tends to coagulate and makes processing difficult. We are looking into getting the appropriate vacutainers for our sample processing of cord blood and bone marrow aspirates. So far we have been purchasing these bd vacutainers for the cord blood (bd 363706) through fisher scientific. They work well but can be expensive. Our collaborators who help us get the cord blood at the hospital next door get these same microtainers for a much cheaper price, around $150 compared to the $250 we usually pay for these. I am wondering if there is sort of a new lab start-up from bd we may take part in. Eventually, we will also be buying syringes once we start our mice work, is that through you? We would like to know what vacutainers could help us in the collection of bone marrow aspirates. Our problem when we get the bone marrow from physicians is that it tends to coagulate and makes processing difficult. What would you recommend we should use for this? We usually get the remainder of what is in the syringe after pathology has taken what they need for analysis. Work order notes: 04/29/19 spoke with the customer. He does not have any issues with any of the bd products. He was not submitting a complaint. He is setting up a start up lab and needs some information. He stated the facility he is with now used the map to for human cord blood. I explained that the map tube is used for capillary blood from heel sticks and finger sticks. I suggested the sterile exterior pouch, 366401. He also wants to collect bone marrow samples for pbmcs but says currently the samples are drawn in syringes and are clotting. I will send a lead email to discuss any possible options. His start up company will eventually perform research on mice. He wanted to use syringes for that. I recommended customer service ((B)(6)) for the medical division, when he is ready for that step. I also sent a lead email to follow up with the sterile exterior pouch recommendation.